Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. Per the user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 404 mg/dl. Ketones were present. A bolus was attempted to be delivered to address bg. Contact alleged pump was not working. Infusion set tubing and site were changed. Pump system check was performed with tandem technical support; no device issues were identified. Tandem clinical diabetes specialist discussed event with contact and concluded air was "getting in the system" resulting in elevated bg. Cold insulin (I-aylin) was being used while loading cartridge. Contact was instructed to use room temperature insulin.